Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that this morning the pump would not work. They changed battery and pump is working now. The customer reported that she woke up this morning with high blood glucose, and tried to rewind pump but didn't hear motor running. They changed battery and seem to be working fine. The customer stated that she didn't get a low battery alarm before pump turned off. Patient's blood glucose at time of incident was 422 mg/dl. Patient's current blood glucose was 290mg/dl. The customer treated for high blood glucose with insulin syringes. Customer stated the drive support cap appears normal (slightly indented). Customer stated that she lower some of the setting based of medical treatments and lower on her basal rates that was causing her to go low. The pump passed the high pressure test. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.